Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and the clinical investigation reveals the following: the pt with esrd, on peritoneal dialysis, was admitted to the hospital with pulmonary edema secondary to hypertensive emergency. There is no indication in the medical record that indicates there is a causal relationship between the pt's dialysis products and the diagnosis. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
According to medical records received for an unrelated event, this pt presented to the hospital with complaints of chest tightness. She was found to be hypertensive with a systolic blood pressure in the 220s that was treated with a nitroglycerin drip and was admitted to the medical intensive care unit. The pt was reportedly diagnosed with flash pulmonary edema, secondary to hypertensive emergency. The pt was also treated with bipap which improved her respiratory status. Cardiology was consulted as the pt complained of chest tightness and had mildly elevated troponins. The elevated troponin was assessed as related to her hypertension and esrd as opposed to coronary artery disease. Upon follow up with the peritoneal dialysis registered nurse (pdrn), there is no allegation of product malfunction and there is no indication this issue occurred during the ccpd treatment.